Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent surgery on (B)(6) 2024, to treat the femoral trochanteric region using trochanteric fixation nail advanced (tfna) implants. During the surgery, the screw being grasped by the inter-lock screwdrivers was released because the patient¿s bone quality was stiff. The surgeon attempted to insert the inter-lock screwdrivers to re-tighten the screw, but a grinding sound was heard, and metal fragments were observed when checked by the image intensifier. The surgeon exchanged the inter-lock screwdrivers with another screwdriver and tightened the screw. After that, the surgeon removed all the metal fragments by forceps. There were no metal fragments left in the patient¿s body; this was confirmed by x-ray. The surgery was completed successfully with no surgical delay. Patient was stable. This report is for a inter-lock screwdriver t25/3.5mm hex/224mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device history review (DHR): part number: 03.010.473-15, lot number: 7176p90, manufacturing site: hägendorf, release to warehouse date: 20-nov-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated that the inter-lock screwdriver broke off during the surgery.